Manufacturer narrative:
Product analysis was able to confirm the customer comment that the touchscreen display was out of specification. It was noted that the stylus pen was worn. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a screen failure due to misalignment. The programmer was returned for repair. No patient com plications have been reported as a result of this event.